Manufacturer narrative:
Details of complaint: on 02/07/2021, the customer at aspen valley hospital reported the following issue with pu-621ra (main unit for cns-6201a); sn-(B)(6), from patient monitoring: cns would not boot up. The customer also reported that the cns was displaying a blue screen. Investigation summary: the root cause of the issue was determined to be degraded hard drives. Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for four years with no history of hdd replacement, and hard drive degradation is a high possibility. The overall risk of this event, taking into consideration of severity and probability, is "high". Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001 (attached). The problem does not warrant/require a CAPA. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 b7 d10 e1 attempt #1 02/09/2021 called the customer in regard to all of the items under the no information section. No call back was received. Attempt #2 02/18/2021 called the customer in regard to all of the items under the no information section. No call back was received. Attempt #3 03/03/2021 called the customer in regard to all of the items under the no information section. No call back was received. Additional information: b4 g3 g6 h2 h6 h10.

Event description:
The customer reported that their central nurse's station (cns) will not boot up. The customer also reported that the cns is displaying a blue screen.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) will not boot up. The customer also reported that the cns is displaying a blue screen. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 02/09/2021 called the customer in regard to all of the items under the no information section. No call back was received. Attempt #2 02/18/2021 called the customer in regard to all of the items under the no information section. No call back was received. Attempt #3 03/03/2021 called the customer in regard to all of the items under the no information section. No call back was received.

Event description:
The customer reported that their central nurse's station (cns) will not boot up. The customer also reported that the cns is displaying a blue screen.